Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station rebooted and performed updates while a procedure was being performed. A field service engineer replaced the power supply and rebooted the station to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) logged out in the middle of a case to auto update. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.